Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with lcp plate construct on (B)(6) 2011. Patient presented with fractured implant in the left radius. The lcp plate broke post-operatively. Patient was returned to the operating room on (B)(6) 2012, for removal of hardware. The specialist addressed the dorsal soft tissue dissection, implant exposure which presents metallosis fractured. Reported there was black and gray tissues around the fractured plate. The cortical screw and blockade screw were removed. Patient was revised to lcp fixation with screws to both sides of the fracture site and tricortical graft 5 cc of dbx putty, which he made hemostasis.